Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs added to dianeal and unspecified anti-inflammatory injections (doses and frequencies were not reported). On an unreported date, the patient was recovered from the peritonitis. It was not reported if dianeal therapy was ongoing. No additional information is available.